Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device did not show visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. A functional examination was performed and the balloon was inflated; however, it did not hold the pressure due to a pinhole in the body. This failure is likely due to encountered procedural factors and/or the manner as the device was handled and manipulated which could have affected its performance and its intended purpose, leading to the observed failure. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the common bile duct (cbd) during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was leaking. The procedure was completed with another cre pro wireguided dilatation balloon.   There were no patient complications reported as a result of this event.   Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.